Manufacturer narrative:
(B)(4). Batch #m90t2w. The device was received with the upper jaw detached and returned and with the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the jaw was detached not all functional testing could be performed with the generator. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch #unk.

Event description:
It was reported that during an unknown procedure, the top jaw of the enseal instrument broke off into the patient. The doctor was able to retrieve the broken piece and the procedure was completed with a second device.